Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a "left side rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, h4, g1, h6.

Event description:
Healthcare professional initially reported asymmetry. Healthcare professional later reported a "left side rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior, creases fold and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Healthcare professional initially reported asymmetry.